Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the indicated phenomenon of ¿the coupler part came off¿ was reproduced. It was presumed that the coupler part came off due to unsteadiness of coupler components. It was confirmed that the coupler part came off from the camera head body. Corrosion on connector contacts was also confirmed. The cause of the coupler part having come off could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed that the customer high-definition camera head was returned to olympus repair department for a reported ¿the coupler part has come off¿. The problem was found during an unspecified event. Upon inspecting and testing, no image problem was identified due to a defective cable unit. No death, injury or harm was reported. This report is being submitted to capture the no image defect.

Manufacturer narrative:
The service evaluation confirmed the customer reported issue as the coupler is broken, no secure connection with scope. Additionally, a no image problem was identified due to a defective cable unit. The cause of the cable unit is unknown. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available this medical device report will be supplemented accordingly.